Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor was obstructed.the analyst noted that the distal conductor was fractured at 62.5 cm 63 cm from the connector pin. The distal conductor was distorted with in the connector pin. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received multiple shocks from fractured lead. The lead was removed and replaced. No further patient complications were reported as a result of this event. (B)(6) 2010: an attorney alleged that injury was sustained and these claims arise as a direct result of the defective lead manufacturing, design, warnings, materials and negligence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.